Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading over 900 mg/dl. The customer stated that he had been having unexplained high blood glucose levels for a couple of days. Programming was correct. Troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.